Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had inaccurate cgm values 2 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the cgm reading was reportedly normal while the patient was experiencing symptoms like dizziness, nausea, and dyspnea. The bg was not checked. The patient was presented to urgent care. There, the patient had a CT scan, covid test, chest x-ray, and they tested his blood sugar. The bg was 600 mg/dl while his dexcom reading was 130 mg/dl. At the hospital, he was advised to take 6 units of insulin and go home on the same day. At the time of the report, the patient's condition was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There were no reported glucose values available to search within the parkes error grid calculator when the patient was experiencing symptoms. The reported glucose values fall within the d zone of the parkes error grid at the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2024. No additional patient or event information is available.